Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic total hysterectomy (myomectomy) and bilateral salpingectomy. No information was provided involving the unit's settings nor any other involved equipment or accessory. The surgeon found that the electrosurgical effect of the footswitch-triggered active electrode was weak and intermittent. As a result, bleeding could not be control by the esu and the procedure was terminated. There was blood loss but the extent of the blood loss was not stated. No further information was supplied in regards to the patient's condition.

Manufacturer narrative:
Per erbe china, the esu was checked, but the results were not provided. An evaluation of the unit could not be performed, because the esu was not available for an assessment (note: also, none of other involved equipment/accessories were provided.). Nevertheless, the generator's device history record (DHR) was reviewed and no anomalies were found. Due to the lack of information, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.